Manufacturer narrative:
Additional quality control testing of samples is pending.

Event description:
It was reported that a patient underwent a surgical extraction with bone graft on (B)(6)2022. The patient was taking z-pazk antibiotics 2 days prior to the surgical procedure. X-rays were takien prior and after the surgical extraction and bone graft. The patient was seen for a follow up 7 days later and still claimed to be sore. A CT scan was take 14 days after the extraction and a sinus infection was noted. Augmention 500 mg was prescribed on (B)(6) 2022 and a z-pack called in on (B)(6) 2022. There was a 3 week delay in procedure noted. The patient was reported to be "doing well" on (B)(6) 2022.

Manufacturer narrative:
Additional quality control testing showed the product was sterile.